Manufacturer narrative:
(B)(4). Returned to manufacturer on: unknown. The awareness date has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received the instrument from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 cover was broken, and the barcode reader was reading numbers incorrectly. No serious injury or medical intervention reported.